Event description:
Per company rep: ligating unit where bands are housed, broke apart off tip of scope and lodged in esophagus. As the doctor was trying to retrieve it, the pt aspirated into trachea. The pt coughed and cap came out. Physicians had called for anethesia and a trach kit, but did not use. No pt harm.

Manufacturer narrative:
The complaint is unconfirmed for the reported condition. The user reported that the ligating capsule 'broke apart off the tip of the scope and lodged in the esophagus.' The ligating capsule was found to be intact, with no evidence of any damage or manufacturing deficiencies that would have caused it to prematurely detach from the scope tip. The only damage found was to one of the thread retaining holes for the fifth band, and is the hole that is intended to capture the thread with a knot approx double the size of the others. The larger knot on this thread is intended to prevent the thread from sliding through the retaining hole after the fifth band is fired. The plastic was found to be cracked all the way through, with plastic deformation of the material surrounding the crack. The silicone retention sleeve at the proximal end of the ligating capsule was found to be undamaged. All other components of the ligating system were found to be undamaged and assembled correctly. The evidence indicates that after the fifth and final band was fired, that the ligating unit was operated again and the knotted thread tore through the retaining hole on the interior of the ligating capsule. This would not cause a properly installed capsule to prematurely detach from the scope tip. It is unknown why the capsule detached, but an improperly manufactured device can be ruled out as a contributing factor.